Event description:
The doctor of a female pt contacted lifecor customer support to report that the pt was requesting a follow-up visit. The dr stated that the pt was comfortable with the device but wanted some of her family members to understand the device as well. Support sent a lifecor pt services representative (psr) to train the patient's family. The psr stated that the pt told her that one of the batteries were not working in the battery charger. The psr exchanged the battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the battery pack was not charging because of defective battery cells within the battery pack. The root cause of the defective cells is not known, but was probably due to excessive discharging. There were many "battery runtime expired" flags on the download from this pt. This meant that the "battery runtime expired" flags on the download from this pt. This meant that the battery pack was used for greater than twenty-four hours. This means that the pt continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted form the faulty batter pack. The pt rec'd a replacement battery pack.